Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine. The home patient (hp) stated that her grandson did not connect the supply bag to the setup and left the supply clamp open. The hp will restart the setup with all new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient resumed therapy successfully and without any patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). The report for a system error 2240 (air in line) alarm was not confirmed due to unavailable sample. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. The root cause was determined to be an open clamp on an unused supply line. The label review was found to be adequate for the potential use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy with stent placement procedure on (B)(6), 2010. According to the complainant, the indication for the stent was a malignancy. During the procedure, the stent was removed from the packaging, but upon inspection, it was discovered that the stent was not located at the distal end of the delivery shaft. Instead, the stent was pushed up approximately 2 inches from the end of the delivery shaft. No visible damage was noted to the packaging of the device. The physician attempted to backload the stent system over a guide wire; however, resistance was encountered and the stent system could not be advanced over the wire. The physician cut off the tip of the delivery shaft up to the stent. The stent system was then back loaded over the guide wire and the stent was deployed within the right main stem bronchus. However, the stent was deployed too proximal. The physician used biopsy forceps to remove the stent from the patient. Another ultraflex tracheobronchial stent of the same size was unavailable, therefore the procedure was aborted. The patient was rescheduled for a second procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. On (B)(6), 2010 the following information was reported to boston scientific: it was reported that they did not want to use the stent because they could not get it to the proper location, but the physician opted to cut the stent to try and place the stent, in order to eliminate having the patient come back. According to the complainant, from the tip of the catheter to the stent, there was a two inch gap. The stent was loaded two inches back on the catheter. The stent was unable to be placed into the proper location. The physician then cut the tip off of the delivery catheter, and the stent was deployed in the wrong place. It is unknown if the incorrect placement was due to the cutting of the device or just improper location.